Event description:
The technician alleged the bed had an intermittent loss of ground. No pt impact.

Manufacturer narrative:
The technician found the ground prong on the power cord plug was loose causing the intermittent ground loss. The technician replaced the power cord to resolve the issue.